Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit was not working well and that it worked intermittently when the output value was programmed high. It was noted that the lower case and two side bail covers were broken, the battery release and battery drawer were contaminated, the battery contacts were compressed, the ring was bent and that it failed incoming vxi test step 1027_e_ because the liquid crystal display was out of specification, the screen was bleeding. All found defective parts were replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working well. It was noted that the epg would work intermittently when the output value was programmed high. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.